Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted

Event description:
Patient's grandson contacted stryker regarding a recall inquiry for the devices implanted in his grandfather's left hip in 2009. Patient allegedly has increasing blood serum levels and has been diagnosed with metallosis.

Manufacturer narrative:
An event regarding metallosis (altr) involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was not performed because insufficient information was provided. -device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient's grandson contacted stryker regarding a recall inquiry for the devices implanted in his grandfather's left hip in 2009. Patient allegedly has increasing blood serum levels and has been diagnosed with metallosis.